Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. D08064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, menstruation abnormal, swelling nos, abdominal pain, pregnancy, vaginitis bacterial and spotting vaginal. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication") and bladder disorder ("bladder / urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia and vaginal discharge had resolved and the dysmenorrhoea, vaginal hemorrhage, post procedural complication, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ vaginal discharge, metrorrhagia, menorrhagia. Essure date of insertion discrepancy noted: (B)(6) 2016, (B)(6) 2013. Discrepancy noted for essure removal: previously reported as essure removed now reporting as not removed. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 6. Lot number: d08064. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. D08064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, menstruation abnormal, swelling nos, abdominal pain, pregnancy, vaginitis bacterial and spotting vaginal. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication") and bladder disorder ("bladder / urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia and vaginal discharge had resolved and the dysmenorrhoea, vaginal hemorrhage, post procedural complication, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ vaginal discharge, metrorrhagia, menorrhagia. Essure date of insertion discrepancy noted: (B)(6) 2016, (B)(6) 2013. Discrepancy noted for essure removal: previously reported as essure removed now reporting as not removed. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 6. Lot number: d08064. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs and mr received. Insertion date updated. Reporter information, lot number, medical history added. Events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping) added. Event psych injury updated to psychological or psychiatric problems condition: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complication"), psychological trauma ("psych injury") and bladder disorder ("bladder / urinary problems"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge and metrorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered bladder disorder, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events ¿ vaginal discharge, metrorrhagia, menorrhagia essure date of insertion discrepancy noted, previously reported as (B)(6) 2016 now reported as (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events metrorrhagia, menorrhagia , vaginal discharge , psych injury, post removal complication, bladder / urinary problems were added. Outcome of pelvic pain updated to recovered / resolved. Discrepancy in insertion date noted, updated to last information received. On 9-jan-2020: done with last cycle. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.